Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the event cannot be determined at this time. However, to mitigate the risk of damaging the device, the instruction manual provides warning which states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that at the end of a total laparoscopic hysterectomy procedure, the active probe tip of the device broke off and fell into the patient. The details of where the device fragment fell into the patient and if the device fragment was retrieved were not specified. There was no delay in the procedure and the intended procedure was completed. There was no patient injury reported. In addition, no other device was used as the reported event occurred at the end of the procedure. There was no unexpected bleeding to the patient; no medical or surgical intervention required; no longer stay or additional treatment required for the patient. In addition, there was no teflon pad damage noted and no unusual noises or error messages displayed were observed during procedure. The device, associated equipment and connections to the generator were inspected prior use and no anomalies were observed.